Event description:
Prior to patient entering or (operating room), the surgical tech turned on the clearify visualization system. It began smoking and was hot to the touch. The device was immediately turned off and removed from the operating room.